Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation issue) in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and an attempt was made to grasp the leaflets, but only the anterior gripper came down. The posterior gripper was not dropping. The gripper lever was raised and lowered under fluoroscopy and seemed to be working, but it was decided to remove the device. The clip was not implanted and the cds was removed. A new cds was used to complete the procedure. Two clips implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.